Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported bleeding cannot be conclusively determined through this investigation the relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A , contains the following information: section 1 lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 outlines recommended anticoagulation therapy and international normalized ratio range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient developed major bleeding at the respiratory site on (B)(6) 2022. At the time of the event, the patient was on warfarin, had an international normalized ratio (inr) of 1.2, had an activated partial thromboplastin (apt) time of 31 seconds, and had a platelet count of 179,000 platelets per microliter of blood. The patient was re-admitted. The patient had a known lesion/condition in the organ site of bleeding that reportedly could potentiate the bleeding episode.

Manufacturer narrative:
No further information was reported. The manufacturer is closing the file on this event.

Event description:
Additional information reported that treatment included discontinuation of anticoagulant drug. The patient was discharged on (B)(6) 2022.